Event description:
The hcp reported that pt experienced "symptoms of withdrawl" noted approximately in 2005. The pump was refilled 2 days later but pt continued to have symptoms. A dye study was performed and revealed "no fluid leaving pump". The following month the pt was taken to surgery for pump replacement and found to have a "problem with catheter proximally". The catheter was replaced. Postoperatively, "catheter leakage" occurred requiring a second surgery to repair. The "pt still with problems as after second surgery developed cerebrospinal fluid leak, dural tear and required a third surgical procedure. Final pt outcome was not reported by hcp.